Manufacturer narrative:
Product analysis damage was noted along the heating coil/element. Microscopic examination revealed peeling/ bending/ burning of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was exposed device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed twelve kinks along the shaft; the kinks were observed at approx. 11.3 cm, 11.8 cm, 15.5 cm, 18.4 cm, 19.9 cm, 24.1 cm, 24.6 cm, 40.5 cm, 78.0 cm, 89.5 cm 92.9 cm from the distal tip of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported once the closurefast packaging was opened, upon inspection/insertion it was noted that the catheter had a kink appro ximately 7-8cm from the tip. In addition, the device exhibited delayed heating frequency and activation during testing on the table. The defect was present out of package and was not used for the procedure leading to intraoperative delay. Laser was used to complete the case. No patient injury. When the device was returned it was noted that the catheter was damaged.